Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The customer's mother provided the details of the emergency room visit. Customer was vomiting. Incident occurred when customer was (B)(6) old. The insulin pump did not malfunction. Caller stated that customer was taken to hospital to received glucose. The blood glucose reading at the time of the event was 50 mg/dl. Nothing further reported.

Event description:
It was reported that the customer had been hospitalized because she needed more insulin. No additional information provided.